Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive to the unlock function while the user could still view the glucose graph and access notifications, and the behavior persisted after a completed firmware update. Symptoms included no patient-reported clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included product troubleshooting by guiding the user to install available firmware and attempting to unlock after the update. Investigation of this case revealed a device user interface responsiveness issue consistent with an unresponsive touchscreen or lock screen function, with the display and notification components remaining functional. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation.